Event description:
Procedure for ICD lead extraction due to lead recall. A 14fr glidelight used in procedure. During extraction of the rv lead, physician noted 3 cm tear at svc/ra junction. Lld listed as concomitant device. Despite rescue efforts, dr. Documented complication as svc tear leading to uncontrolled exsanguination and death.